Event description:
It was reported that after 155147 joules and 16 minutes and 37 seconds of use, the fiber began to forward fire. As this issue occurred towards the end of the procedure, the physician decided to stop the procedure at that point. There was no clinical consequence to the patient.

Event description:
It was reported that after 155147 joules and 16 minutes and 37 seconds of use, the fiber began to forward fire. As this issue occurred towards the end of the procedure, the physician decided to stop the procedure at that point. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.